Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving clonidine, hydromophone, and bupivacaine via intrathecal infusion pump for non-malignant pain and spinal pain. It was reported the hcp wanted assistance shutting down a pump that reached normal eos. Upon interrogation the programmer stated the pump had reached eos, then as they went to shut it down it stated ¿pump memory error. Pa data invalid." It was reported that it was not allowing the hcp to shut down the pump. The hcp was aided in permanently shutting down the pump. They were instructed to re-interrogate the pump and acknowledge that eos had occurred, then acknowledge the memory error occurred, and then shut down the pump. It was stated it took some time to update, but finally it displayed that the pump had successfully been shut down. The issue was resolved. It was reported they planned to replace the pump on (B)(6) 2020.